Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2007. On 12/10/2007, the patient reported experiencing dyspareunia of moderate intensity. The patient will have a revision perineorrhaphy to resolve the problem in 2008.

Manufacturer narrative:
Date sent to the FDA: 02/15/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.